Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient medication was not shown. A technical support specialist (tss) restarted the bd pyxis external inbound processors service. The system functioned as intended after the technical support specialist troubleshot the device. D.4: unique device identifier not available.

Event description:
It was reported that when using the bd pyxis¿ es server, patient was in preadmit status and prescribed medication did not appear in the system. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.